Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty charged-coupled device (ccd). As to the cause of the faulty charged-coupled device (ccd), it is likely that it was broken because water entered from the scratched part of the cable. The event can be detected/prevented by following the instructions for use which state: "never clean, disinfect, sterilize, or store this camera head together with tweezers, forceps, knives, etc. Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the image was not visible due to charged coupled device failure, the video connector contact was corroded, the camera cable was flooded, and the damaged cable rubber was reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camera head had damaged cable rubber. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image not visible due to charged coupled device failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.